Manufacturer narrative:
The hospital reported the event with six months delay and only to the competent authority; the local dräger s&s organization was not involved into any follow-up measures. The contact person named in the ufr was unable to provide additional details upon request. A case-specific evaluation is thus not possible. The following can be concluded: the internal o2 sensor is used for monitoring purposes only and not for control of gas dosage and ventilation. Hence, a failed o2 sensor calibration in single-fault condition cannot result in a patient desaturation. The sensor is being calibrated once per day automatically with oxygen from the central gas supply, the IFU explains that in case the quality of the oxygen from central gas supply is insufficient this may lead to calibration failures of the oxygen sensor. Such a scenario would be able to explain both reported aspects of o2 sensor calibration error and patient desaturation and is related to the infrastructure and not to the ventilator itself. However - other explanations may apply as well; a reliable conclusion is not possible due to lack of information. The patient was born a few hours before and may also have been suffering from respiratory distress syndrome of newborns.

Event description:
It was reported that the nurse observed signs of desaturation of the patient and noticed an issue with the o2 sensor calibration of the device. The patient was immediately transferred to another ventilator. It was mentioned that the event did not result in final health consequences but it was not possible to derive from the user's report if medical intervention was required. The device has no UDI as an UDI was not required at the time the device was manufactured.